Manufacturer narrative:
Device evaluated by MFR: a visual examination revealed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device and the profile of the markerbands. A longitudinal balloon tear was identified 1mm distal to the proximal touch up. The tear extended across the entire length of the balloon material. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang¿ balloon catheter was used to dilate the lesion. However, during first inflation, the balloon ruptured at around 17 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang¿ balloon catheter was used to dilate the lesion. However, during first inflation, the balloon ruptured at around 17 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).